Manufacturer narrative:
Conclusion and justification status: procedure: revision of patella femoral placement primary surgery date: 8 years ago. Revision date: (B)(6) revision due to failure of the polyethylene on the patella component. Component removed: lcs patella femoral joint replacement. Components of the joints patella and trochlear component. The patellar component was implanted for approximately 8 years before being revised. The polyethylene patellar component is fractured. Evidence of delamination and crazing are noted on the bearing surface and remnants of body fluids appear entrapped in the crevices of the component. The fracture is extended for almost the entire length of the polyethylene patellar component. It is possible that the failure of the component is due to fatigue delamination; however this cannot be confirmed. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as surgical process, patient variables e.g. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. From the information reviewed it was noted that it was unlikely that a manufacturing defect was present. The complaint shall be closed with an undetermined: insufficient information root cause. No corrective action is required. The occurrence shall be put monitored through our companies post market surveillance system for future trends. The products shall be retained and stored in a secure area for future analysis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Revision due to poly wear and poly fracture of the patella.